Manufacturer narrative:
(B) (4).

Event description:
The patient fell on (B) (6) 2010. She had a CT scan and turned the device off but not down to 0.0v. Upon interrogation, the patient felt a surge and the end of service icon displayed. The outcome is unknown. Further information is being requested at this time.